Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 445 mg/dl at the time of incident, but was 184 mg/dl during the call. The customer completed troubleshooting but did not find anything wrong. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer was shipped tubing clamps and was advised to call back when they received them. Nothing was replaced or returned.